Manufacturer narrative:
H6: the quality investigation is complete. H3 : device discarded.

Event description:
It was reported that during a craniotomy surgical procedure, the drill broke. It was also reported there were no adverse consequences as a result of this event. It was further reported that the procedure was delayed by 05 minutes and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported that during a craniotomy surgical procedure, the drill broke. It was also reported there were no adverse consequences as a result of this event. It was further reported that the procedure was delayed by 05 minutes and the procedure was completed successfully.